Event description:
This will be filed to report device entrapment and a gripper actuation issue. It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 4 with a prolapsed posterior leaflet. While performing grasping attempts, the clip became entangled in the posterior commissure. Troubleshooting was performed but was unsuccessful. Subsequently, the clip was deployed at the grasping location. It was noted that while attempting to capture with the grippers, the grippers would only lower by 15 degrees. The clip was able to be fully closed and deployed onto both leaflets. The mr was reduced to grade 1-2 and the procedure was concluded. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported entrapment of device associated with clip became entangled with the posterior commissure. The reported gripper actuation issue appears to be a result of the clip entanglement. The reported unexpected medical intervention was a result of case-specific circumstance as the clip was deployed with the posterior commissure. There is no indication of a product issue with respect to manufacture, design, or labeling.